Event description:
End user called to complain that the devices calibration read high out of range. This was confirmed by phone-trouble shooting. The device was replaced and the defective one returned for investigation.